Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee vessel. A 2mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation and was initially inflated at 6 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).